Manufacturer narrative:
Syringe DHR was reviewed, no incorrect label contents were observed. Top web label was printed as per assembly drawing and the syringe barrel was printed as per scale line printing drawing with circle printed on marking 2 indicated for 2cc. The additional 1ml marking on the syringe barrel was printed as per scale line printing drawing. No abnormality was observed. Therefore, there is no nonconformance.

Event description:
States 2ml on packaging but has 3ml syringe inside.

Event description:
It was reported that bd syringe 2ml ls had a labelling problem the following information was provided by the initial reporter: states 2ml on packaging but has 3ml syringe inside

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.